Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, there was resistance with the lever and footplate resulting in the footplate not retracting. Upon removal of the device there was heavy bleeding, a hematoma was noticed and vessel damage occurred. As treatment and to achieve hemostasis, manual compression was applied and contralateral femoral vascular access was obtained for placement of a covered stent. There was no adverse patient sequela and no reported significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The foot separation was confirmed. The difficulty to close the foot was not confirmed as the lever was opened, and the foot was deployed then the lever was closed and the foot retracted with no difficulties or anomalies noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hematoma, hemorrhage and vascular tissue injury are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed in the anatomy likely caused the foot separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, a posterior foot break was found during evaluation of the returned device. The posterior foot break was noted during removal of the device. The location of the detached foot is unknown. No additional information was provided.